Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported by patient's counsel that allegedly on (B)(6) 2009, the patient was implanted with an lfit anatomic v40 femoral head on his left hip. It is further alleged that the patient underwent revision surgery on (B)(6) 2022 due to head disassociation.